Event description:
It was reported that a device movement occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine 45 day post procedure follow up examination, it was discovered that the closure device had moved proximally within the laa and flow was observed around the device. The closure device was noted to have approximately one third of a shoulder and compression between 11.2 to 22.6 percent. On (B)(6) 2022, the patient underwent device explantation. A maze procedure and surgical ligation of the laa were performed. No patient complications were reported.